Manufacturer narrative:
Follow-up # 2 and additional information ¿ (09/02/2013).the patient¿s test strips have been returned and evaluated by lifescan product analysis on 7/25/2013 and 8/26/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (08/01/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 4/4/2013 and 7/26/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results as compared to another meter (accuchek). The reporter did not provide any readings for the subject device or the other meter. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement product was sent to the patient and subject products are pending return for investigation.